Event description:
Related manufacturer ref: (B)(4). During an implant procedure, the procedure was cancelled due to a hematoma formation on the aortic wall after attempting to conduct a transseptal puncture several times. The physician believed the cause of the hematoma was the repeated manipulation on the anterior portion of the fossa ovalis in an attempt to perform the transseptal puncture. Moreover, it was not possible to achieve the posterior portion of the fossa ovalis and only the anterior zone could be reached. Initially an echocardiogram revealed an image suggestive of a hematoma on the aortic wall and an increase in an already pre-existing pericardial effusion that surrounded the right ventricle. The pericardial effusion was confirmed to be present prior to the procedure. The patient's heparinization was reversed and a chest tomography was performed which confirmed the presence of the hematoma. The patient was evaluated by the surgical team and an observational approach was established without any intervention per hour. The patient remained stable with no symptoms. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hematoma could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hematoma could not be conclusively determined.

Event description:
Related manufacturer ref: 3008452825-2022-00029. During an implant procedure, the procedure was cancelled due to a hematoma formation on the aortic wall after attempting to conduct a transseptal puncture several times. The physician believed the cause of the hematoma was the repeated manipulation on the anterior portion of the fossa ovalis in an attempt to perform the transseptal puncture. Moreover, it was not possible to achieve the posterior portion of the fossa ovalis and only the anterior zone could be reached. Initially an echocardiogram revealed an image suggestive of a hematoma on the aortic wall and an increase in an already pre-existing pericardial effusion that surrounded the right ventricle. The pericardial effusion was confirmed to be present prior to the procedure. The patient's heparinization was reversed and a chest tomography was performed which confirmed the presence of the hematoma. The patient was evaluated by the surgical team and an observational approach was established without any intervention per hour. The patient remained stable with no symptoms. There were no performance issues with any abbott devices.